Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was presented ventilatory leak and evidenced in ventilator and audible. They used pneumotachograph to check the pressure of the pneumotaponator despite inflating persists leaking. Informed the doctor that a single tube change was made. Previous pre-oxygenated attempted and new tube was tested. Patient had replacement of the tube.